Manufacturer narrative:
Product event summary performance data collected from the device was analyzed and revealed battery depletion was indicated/ elective replacement indicator (eri). Time of recommended replacement time (rrt) in the save to disk was on (B)(4) 2013 with device rrt of less than or equal to 2.62 volt. Weekly battery voltage trend data shows min bat of 2.65 to 2.62 volts between (B)(4) 2013. One low battery voltage alert occurred on (B)(4) 2013.

Event description:
It was reported that the device reached recommended replacement time (rrt) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.